Manufacturer narrative:
The system was examined and the reported event was not replicated or confirmed. The battery was replaced (and returned), as a preventive measure (pm). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The battery was received for evaluation. However, as this part was replaced as a pm, no sample evaluation was required. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure the unit was shutting down during phacoemulsification (phaco)mode. The handpiece and the footswitch would not work in phaco mode but would work in irrigation/aspiration mode. The case was completed with no harm to the patient. Additional information has been requested and received.